Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The original reported issue was for pump nosie. The product surveillance lab technician confirmed the nosie. Later, the srt identified vibration as well. The srt identified the motor inland assembly as the cause of the issue.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the drive motor was found to have an unusual vibration. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The inland assembly will be replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.